Manufacturer narrative:
Patient weight at last visit with physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider who reported that the cause of the ins not holding a charge was unknown.

Event description:
Information was received from a friend or family member and a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient¿s ins recharger would not take a charge, and was showing the charge ins recharger now screen while it was plugged into the desktop charger. The caller stated that there was a lightning storm and they had a power surge and the electricity came back on while the desktop charger was plugged into the wall. It was initially stated that there was no apparent damage to the desktop charger. The patient stated that since the recharger won¿t charge they cannot charge the ins right now. The caller was transferred to repair, but while on hold with repair the recharger started charging. There was nothing sent to the patient. It was also reported that the patient's device was not holding a charge. The caller mentioned the ins was at 100% the day prior, 75% when they went to bed and it was now showing 50%. Technical services reviewed how the programmer shows the battery in quartiles, so if the ins battery is between 50 and 75% it will show 50%. The caller was concerned that the patient's device would not last through the weekend. The patient¿s son called in again on (B)(6) 2017 stating that the desktop charger connector pin was bent, and a new desktop charger was sent. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.